Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: part#: 04.037.260s, lot#: 5956p21, manufacturing site: depuy synthes products, inc, supplier: (B)(4), release to warehouse date: 28 apr 2023, expiration date: 01 apr 2033. A manufacturing record evaluation was performed for the finished article lot, and no non-conformance's were identified. The x-ray was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned x-ray. The file attached was reviewed, and the x-ray image for case 1, revealed that tfna fem nail ø12 r 130° l400 timo15 had no dedects, migration could not be observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed for tfna fem nail ø12 r 130° l400 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that there was a fracture of pertroch with sub troch extension. Noted on backing out on (B)(6). On (B)(6) there was cut through. Notes: cut through, failure.